Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by customer: the further information from the customer in the case indicates that there is a problem with pads ECG. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. U1303 was found damaged on the returned power pca. The available information is consistent with a malfunction of the power pca. Philips cannot rule out a malfunction of the power pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips by customer: the further information from the customer in the case indicates that there is a problem with pads ECG. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.